Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning for low impedance was noted on the right atrial (ra) lead. High thresholds were also noted on the right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.